Event description:
Doboff feeding tube was being inserted by rn using cortrak electronic guidance.feeding tube appeared to be in stomach according to screen. Kub x-ray reading showed placement was in the left lung. The physician was notified by radiologist. Doboff was removed (B)(6).at 0920 and patient developed a pneumothorax which required emergent chest tube insertion.